Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on posterior. Microscopic analysis was performed which identified: crease sharp on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening reason for reoperation: device deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.